Event description:
Additional information received per the medical records state that the patient has a history of obesity, iron deficiency anemia secondary to menorrhagia and was taking oral contraceptives. Two days before the index procedure the patient presented to the emergency room (ER) with complaints of shortness of breath and dizziness. The patient was noted to have anemia, due to vaginal bleeding. She was transfused and discharged. The patient returned to the ER the same day. She was found to be hypoxic and hypotensive. An evaluation showed bilateral extensive pulmonary emboli (pe) and deep vein thrombosis (dvt) of the left superficial femoral vein down to the left popliteal vein, this was the indication for filter placement.   Approximately four months after the index procedure there was a removal attempt. Access was made via the right femoral vein. A snare was inserted and the hook of the filter was snared. After multiple unsuccessful attempts to dislodge the filter, the procedure was discontinued. One year and ten months after the index procedure the patient present to the ER with complaints of a toothache. She was evaluated, diagnosed with a facial infection and discharged. Four days later the patient presented to the ER with complaints of right sided facial drop times lasting two days. The patient was evaluated, diagnosed with bell¿s palsy and discharged the same day. Two years and five months after the index procedure the patient presented to the ER with complaints of nausea, bloating and pressure over her bladder. The patient was evaluated, diagnosed with a urinary tract infection and discharged the same day. Eight years and six months after the index procedure a computed tomography (CT) scan of the abdomen was performed to evaluate the ivc filter. The scan noted that the filter was in a good position below the renal veins. No issues were noted. Additional information received per the patient profile form (ppf) states that the filter was embedded in the wall of the inferior vena cava and the device unable to be retrieved. The patient also experienced fear related to the filter. There was an unsuccessful percutaneous removal attempt approximately four months after implantation. The patient became aware approximately seven years post implant.

Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal attempt, due to adherence of filter to inferior vena cava (ivc). The patient reported becoming aware of the event approximately seven years post implant, however a failed percutaneous retrieval attempt was performed approximately four months post implant. The patient has also reported experiencing fear related to the filter. According to the medical records the patient had a history of obesity, iron deficiency anemia secondary to menorrhagia and was taking oral contraceptives. Two days before the index procedure the patient presented to the emergency room (ER) with complaints of shortness of breath and dizziness. The patient was noted to have anemia, due to vaginal bleeding. She was transfused and discharged. The patient returned to the ER the same day. She was found to be hypoxic and hypotensive. An evaluation showed bilateral extensive pulmonary emboli (pe) and deep vein thrombosis (dvt) of the left superficial femoral vein down to the left popliteal vein, this was the indication for filter placement. Approximately four months after the index procedure there was an unsuccessful removal attempt. Access was made via the right femoral vein a snare was inserted and the hook of the filter was snared. After multiple unsuccessful attempts to dislodge the filter, the procedure was discontinued. Eight years and six months after the index procedure a computed tomography (CT) scan of the abdomen was performed to evaluate the ivc filter. The scan noted that the filter was in a good position below the renal veins. No issues were noted. There is currently no additional information available for review.the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to failed removal attempt due to adherence of filter to ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: failed removal attempt due to adherence of filter to inferior vena cava (ivc).